Manufacturer narrative:
The fse that encountered the issue replaced the threaded probe temperature sensor. The fse completed pm services. The fse performed a full function and calibration check.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the compressor temperature sensor of the cardiosave intra-aortic balloon pump (iabp) unit is defective. There was no patient involvement.